Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the central station has no sound after a repair. The device was in use on a patient. There was no report of patient or user harm.

Event description:
Philips received a complaint on the pic ix hardware indicating that the central is not giving a sound alarm after repair. The device was in use on a patient. There was no report of patient or user harm. The field service engineer (fse) tested the pic ix and it passed all performance checks. Results of functional testing indicated no malfunction of the device due to being configured incorrectly. The fse has confirmed the device is working appropriately and the device was confirmed to be operating per specifications and no failure was identified based on the information available and the testing conducted, the cause of the reported problem was due to a configuration issue. The playback devices for the sound were not set to an internal (realtek) audio playback device in the windows sound configuration. The customer replaced the philips supplied monitor with an acer display, biomed had mad adjustments to the sound configuration. The reported problem was not confirmed.